Event description:
Disc shaver had full separation at them mid region of the shaft during disc scraping. Separated shaft portion was removed. No patient anatomy was provided. No end user technique pertaining the selection of proper height instrument was disclosed. Historically, systems which have been in the field for a long time could introduce wear and tear. Cause is indeterminate. No harm or injury to the patient was observed.